Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient age at time of event, date of birth, sex , and weight not reported. Event date unknown. Brand name and model # are incomplete as it is unknown which diameter and length of screw was involved in this event. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed as it is unknown which diameter and length of screw was involved in this event. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. N/a to this report. Per item 6 above, device manufacture date is unknown. N/a to this report. No files to this report. Investigation (including evaluation summary of device(s) returned to manufacturer). Review of surgical technique: limited information was provided in regards to the surgical technique of implantation and explanation. It is only documented that removing the screw went smoothly. DHR review: DHR review could not be conducted as the lot numbers are unknown. Visual / dimensional inspection: visual / dimensional inspection could not be conducted as the parts were not returned. Simulated use testing: simulated use testing could not be conducted as the parts were not returned. Evaluation of similar complaints: the complaints log was reviewed for any tiger screw specific removals (excluding mib instances) occurring between (B)(6) 2019 and (B)(6) 2020. The findings did not assist in the determination of a specific root cause for the event as the majority had a root cause of unknown. Summary / root cause analysis: due to the parts not being returned and limited information being provided regarding the removal, the root cause remains unknown.

Event description:
Original feedback obtained on (B)(6) 2019 stated, "a trilliant surgical sales representative had great results utilizing the new slip fit drivers that were provided to him in the initial launch of the 210-24-007, 210-24-008, 210-40-007, and 210-40-008." The sales representative emailed in that doctor 1 had excellent results utilizing the 210-40-008 (3.0/4.0 tiger cannulated slip fit driver). The positive feedback was during a screw removal case on (B)(6) 2019 that the sales representative was not able to attend. However, doctor 1 noted to the sales representative that he did not notice the red band and stated, "did you guys make new drivers? They are so much better than you had, went deeper into the screw head, (the drivers) made a huge difference." The original implantation of the screw was in november and doctor 1 noted that the removal went smoothly. In efforts to obtain more information in regards to the removal, the following email was sent to the sales representative on 02/17/2020, which stated the following: "hi [sales representative], on (B)(6) 2019, you gave us some great feedback about our 210-40-008 (3.0/4.0 tiger cannulated slip fit driver) with [doctor 1] at [facility] (B)(6). However, it was reported in conjunction with a removal case. So in efforts to obtain the criteria needed to complete our investigation about this instance, could you please try your best to fill out the following information? If you would like me to reach out to [doctor 1], that is a possibility as well. We will need to know the following (the blanks are what we ask for you to provide for us): date of removal: (B)(6) 2019. Location of removal: [facility]. Reason for removal: was pain associated?: patient information: male / female? Age?: are x-rays available?: original implantation date: specified to be november of 2018 but do we have a more definitive answer? Original implantation location: any additional feedback?: thank you so much in advance to help us with this effort!" As of (B)(6) 2020, the screw size and diameter is unknown, but further attempts to obtain ancillary details about the removal shall occur.